Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's scs ipg was inoperable as she had not used or charged her scs system for an extended period of time. As a result, the ipg was explanted and replaced during surgery on (B)(6) 2015. Effective stimulation was reportedly restored postoperative.